Event description:
The brush head has snapped off resulting in the broken part being stuck on the brush handle. The white piece broke where the white brush head attached while her husband was brushing his teeth.